Event description:
International customer reported that the device failed to drain two days following initial activation of the device. The attending surgeon observed a blood clot occluding the anti-reflux valve. The surgeon dislodged the clot by milking the device.

Manufacturer narrative:
Conclusion: the product insert warns the user than an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria.